Manufacturer narrative:
Received one photo showing the secure lock missing from the male luer at the distal end of the set. No cracks were observed on the male luer and the secure lock was not shown in the picture. No samples were returned for investigation. The probable cause of the missing secure lock on the 146870489 primary plum set is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history report (DHR) for lot 13605424 was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available to be returned for evaluation; however, a photo was provided. The investigation is still pending.

Event description:
The event occurred on an unknown date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer stated that they had a set of IV tubing crack/break at the luer lock connector in the intensive care unit (ICU), causing not only an unsecure connection to the IV port, but then causing their IV pumps to ring out in error. Moreover, they¿ve asked staff to retain any further faulty tubing that does not have controlled medications in it. The product was in use with a patient when the event occurred. It would break when attaching to the leur lock IV site connector. There was no patient harm, just a delay in critical medications. Also, the event occurred during set-up/infusion. This is the first of four events.